Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation regarding the reported issue with pressure transducer test failure has been confirmed in problem description. Service report and device logs were not provided. According to provided information the issue was resolved by replacing the pressure transducer circuit board. Since no parts could be investigated further, the root cause of the issue has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).